Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 25 mmol/l the user alleged the insulin pump was possibly under as well as over delivering insulin at the same time. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.